Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, evis lucera elite gastrointestinal videoscope tip cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, distal cover is burnt, could not be identified. Could not specify the root cause of the suggested event. Since the actual product was not sent, the root cause could not be determined. We can only speculate, but we believe that the use of a high-energy endo therapy accessory without sufficient distance from the distal end may have led to the burning of the distal cover. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿.¿ olympus will continue to monitor the field performance for this device.